Event description:
Reportedly, the programmer does not keep the current date and time after being switched off and unplugged.

Event description:
Reportedly, the programmer does not keep the current date and time after being switched off and unplugged.

Manufacturer narrative:
Preliminary analysis showed that the reported issue is most probably due to the depletion of the internal (lithium) battery (which keeps the date and the time during power-off).

Event description:
Reportedly, the programmer does not keep the current date and time after being switched off and unplugged.

Manufacturer narrative:
Please refer to the analysis report.